Event description:
It was reported that the patient presented in clinic for a right ventricular (rv) leadless pacemaker (lp) revision procedure. It was noted that the rvlp exhibited high capture threshold and intermittent capture. The rvlp was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. Visual inspection noted the helix was elongated constant with having occurred during procedure. Analysis, including output verification, and longevity assessment were normal with no anomalies found.